Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
On june 4, 2010, covidien was informed of a customer who had an issue with a dialysis catheter. The attorney alleges that on (B) (6) 2008, the patient had a port and catheter installed/implanted in her chest. Following the procedure, the patient received medical care via the catheter. Patient continuously experienced problems with port and catheter. On (B) (6) 2009, a removal/explantation of the initial port and catheter occurred, while doing so, a new port and catheter were implanted on the right side of the patient's chest. Patient was discharged home following the procedure. During her recovery period and after discharge from the hospital, the patient developed extreme and excruciating pain in her chest, heart, lung, neck and other areas. The patient had great difficulty breathing and displayed symptoms similar to that of a heart attack. On (B) (6) 2009, the patient was rushed to the emergency room via ambulance where it was determined that four inches of the catheter tube (from the first catheter) was left in the chest after removal/explantation of the initial port and catheter. The catheter tube that was left in the check had migrated through her artery, through her heart, into the pulmonary artery, stopping in her lung. Immediately thereafter, the patient was transported via ambulance to the hospital where a procedure was performed to retrieve and remove the fragmented portion from the patient's body.